Event description:
Novasure ablation was attempted. The novasure device was unsuccessful in getting an appropriate cavity width. Two physicians tried several times but machine would not fire properly. Product rep contacted and attempted to walk physicians through manipulations without success. A second novasure was then used. This again did not dislodge properly. After multiple attempts, it was felt a perforation occurred and the ablation procedure was abandoned. Diagnostic laparoscope confirmed the presence of a small perforation in the uterine fundus. No other injuries. Uterine perforation to be allowed to heal spontaneously.